Event description:
Reference number (B)(4) event occurred in the united states. It was reported that the patient faced insulin flow blocked alarm event on (B)(6) 2025 the blockage was in the tubing. The blood glucose level was high and the patient was treated with correction bolus. The patient replaced the infusion set and resumed insulin deliveries successfully. No further information available.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions h11: investigation summary: the reference samples for the lot 6006740 have already been previously tested in the complaint (B)(4) on 08-mar- 2025. Test results: the 5 reference samples, in additional test were visually inspected and tested for flow. All test results were within specifications as per the test report 2085429. Device history record (DHR) review: assembly: the lot 6006740 was manufactured according to the work instruction (wi) version 112 manufactured in the line 3, on 23/apr/2024, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation were identified, nor maintenance events were recorded. Gluing of tubing: the lot 4d02266 was glued according to the wi version 11, machine igtl01 on 13 apr 2024, with a total of (B)(4) units. No deviation were identified, no maintenance events were recorded. Trending: a query was run in database on 25/jul/2025 against malfunction code occlusion in the tubing and/or tubing connectors (e.g., occlusion alarm from the infusion pump may have sounded) and lot 6006740 and no other complaint has been registered in database for the same lot and malfunction code. Conclusion summary of complaint investigation: as a result of the following: no defect on tests for reference samples, no non-conformance (nc) raised during production related to complaint code, no trend identified for the lot in question and malfunction code, no further actions are required. This complaint will not require further root cause investigation nor CAPA plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.